Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was sticking when pressed for a month. The patient noted a tear in the ok keypad button two days prior to the call. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was returned with a tear on the ok keypad button. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The keypad buttons did not have normal spring back or click. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.